Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the patient was unable to prime. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2018 with the following findings: during investigation, the black box showed a loss of prime warning associated with a low non zero force. The ez-prime steps and the 24 hr duration test were successfully completed with no loss of prime warning being duplicated. The force sensor measured within specification. Unrelated to the original complaint, the battery compartment was observed to be cracked.